Manufacturer narrative:
Unknown product code not provided. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reported by (B)(6), medical safety officer: I had a telephone conversation with dr. (B)(6) yesterday about 4:30pm. During the conversation he mentioned that he had a case of subsidence. He indicated that there was no cage migration, no loss of height or cage breakage. He said the subsidence was likely due to the loosening of the posterior pedicle screw fixation. He mentioned there was no revision surgery for patient because patient had no symptom.